Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately six years, eleven months following the implant of the transcatheter aortic bioprosthetic valve replacement procedure, the patient began to show "signs" of worsening congestive heart failure. The patient presented to the emergency department and was admitted with left ventricular volume overload. Medication was administered. Three days after admission, a diagnostic transthoracic echocardiogram was performed and showed unspecified paravalvular leak.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information confirmed that mild-moderate paravalvular leak (pvl) had first occurred via the transthoracic echocardiogram (tte). However, in the transesophageal echocardiogram (tee) the following month pvl was not present and rather severe transvalvular regurgitation was then identified. Approximately 41 days later the patient was re-hospitalized. The day following a transcatheter valve-in-valve procedure was performed. Defibrillation also occurred. Hospital discharge occurred 2 days later which noted resolution without sequelae to the event.

Manufacturer narrative:
Updated/corrected data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that approximately 24 days following the transthoracic echocardiogram (tte) a transesophageal echocardiogram (tee) was performed and the tee did not identify any pvl. However, severe transvalvular aortic regurgitation was identified. Diuretics, sodium-glucose co-transporter 2 (sglt2) inhibitor, and an angiotensin ii receptor blocker (arb) had been administered.

Manufacturer narrative:
Updated data: b5: added fourth paragraph h6 - annex e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately six years, eleven months following the implant of the transcatheter aortic bioprosthetic valve replacement procedure, the patient began to show "signs" of worsening congestive heart failure. The patient presented to the emergency department and was admitted with left ventricular volume overload. Medication was administered. Three days after admission, a diagnostic transthoracic echocardiogram was performed and showed unspecified paravalvular leak. Additional information received clarified that approximately 24 days after the transthoracic echocardiogram (tte), a transesophageal echocardiogram (tee) was performed, and the tee did not identify any pvl. However, severe transvalvular aortic regurgitation was identified. Diuretics, sodium-glucose co-transporter 2 (sglt2) inhibitor, and an angiotensin ii receptor blocker (arb) were administered. Additional information confirmed that mild-moderate paravalvular leak (pvl) had first occurred via the transthoracic echocardiogram (tte). However, in the transesophageal echocardiogram (tee) the following month, pvl was not present and rather severe transvalvular regurgitation was then identified. Approximately 41 days later the patient was re-hospitalized. The day following a transcatheter valve-in-valve procedure was performed. Defibrillation also occurred. Hospital discharge occurred 2 days later which noted resolution without sequelae to the event. Additional information indicated that the defibrillation occurred approximately two months prior to the valve-in-valve procedure. Ta chycardia and atrial fibrillation (afib) occurred and were the reasons for defibrillation. Per the physician, prior to the defibrillation, the patient did not experience any symptoms, and the cause was prosthetic valve dysfunction. The second transcatheter aortic bioprosthetic valve that was implanted valve-in-valve, was a medtronic valve.